Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. No defects were found and no call service alarms were duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, animas became aware of a call service alarm issue; a call service alarm occurred at the end user download. This finding is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that this product caused or contributed to an adverse event.